Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. Based on visual/ analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery. A 4.0 x 38 mm alpine stent delivery system was being advanced to the lesion; however, it could not cross due to the lesion and distal stent struts flared. A new alpine was successfully used. A 3.5 x 08 nc trek balloon catheter was being used for post-dilatation. It had been used successfully a number of times and when removing through the guiding catheter, the proximal shaft, outside the anatomy, separated. There was no resistance noted advancing or removing the device. The procedure was successfully completed with another unspecified balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.